Manufacturer narrative:
The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked case at display window corners, partial broken reservoir tube lip, broken belt clip slot, cracked reservoir tube window, stained address/serial number label, stained end cap sticker, cracked case at reservoir tube window corner. In summary, pump have broken belt clip slot was confirmed. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-723lnas. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-723lnas was returned for analysis.